Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1793 and FDA-2014-n-0736-1483, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Additional information was provided on 27-oct-2015. After getting the essure put the consumer started having problems in (B)(6) 2013 around her cycles. Her symptoms were, racing heart rate, high blood pressure, anxiety, almost blacking out, heavy menstrual cycles and sometimes having cycles twice a month. No sex drive, extremely tired. She believed after seeing several doctors, having several tests done and finally finding out she had hashimotos thyroiditis in (B)(6) 2014. All her symptoms started after she had the essure coils put in. She has never had any health problems prior to having the essure put in. Consumer reported in (B)(6) 2013 she was having issues twice a month right before her cycle and again right after. She would get so sick her head felt like it was going to explode. Once she vomited, she would just sleep, it would really wipe her out. It was so bad, she would have a hard time getting up off the floor. She has been in and out of the emergency room a few times, she was referred to a endocrinologist for a EKG, that came back normal. She was sent to have a cat scan done to check her adrenal gland, that was normal. She had to take thyroid medications the rest of her life because essure ruined her thyroid. She was also placed a blood pressure pill and a anxiety pill to keep her symptoms away. She is now having to go in for a partial hysterectomy on (B)(6) 2015 to get the essure removed because just removing her tubes will not work due to the fact that the essure coils migrated into the uterus on one side. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that consumer was having to go in for a partial hysterectomy to get the essure removed because just removing her tubes will not work due to the fact that the essure coils migrated into the uterus on one side. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. Considering that during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 17-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that consumer was having to go in for a partial hysterectomy to get the essure removed because just removing her tubes will not work due to the fact that the essure coils migrated into the uterus on one side. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. Considering that during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.